Event description:
It was reported that the patient's implantable cardioverter defibrillator failed to pair to their merlin mobile application. Upon further investigation, it was suspected that there was a device bluetooth connectivity issue. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient presented in clinic with loss of bluetooth connectivity. The implantable cardioverter defibrillator was re-interrogated in clinic and pairing to the mobile application was successful. There were no patient consequences.